Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported high impedance, 2327 ohms, and high threshold on the right ventricular lead were observed. Consequently, lead revision procedure was completed: lead capped and replaced. No patient complications have been reported as a result of this event.